Event description:
During the routine follow-up of the device involved in this report, a warning about high impedance at supra ventricular coil level (continuity) was displayed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Method: review of the electronic data and files rec'd. Review of mfg records. Results: conclusions: no update on this case was rec'd after recommendations. Refer also to MDR: 9610579-2010-00168, which is the report for the associated ovatio dr, (B)(4). Review of the mfg records of the subject device did not reveal any abnormalities potentially related to the issue. Recommendations: an x-ray at the device level (with connector visible) and at the supra ventricular coil level should be performed in order to check proper lead connection into the device, and lead integrity. Supra ventricular coil might be deactivated, assuming that the shock vector (case-rv coil) is operating properly: an induction test has to be performed. As of today, no new info has been rec'd; therefore, this complaint is closed in state.